Event description:
The customer reported that intermittently the system displayed a milliampere sensor error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The broken tank strap for the ground and the video wire to the back of the lemo receptacle were replaced. The system was tested and found to be working as intended and put back into service.